Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for investigation. However, log shows that the alarm 316 - blower failure triggered 25x times between (B)(6) 2022. Advised customer to perform the complete calibration of the unit, blower test as per instructions and perform o2 gas path test and inspiration valve test and send updated logs for evaluation. No exact root cause has been determined at this time.

Event description:
The customer reported bellavista 1000 having alarm 316-blower failure occurred during unit pre-use check. Furthermore, there was no patient associated with the event as the issue occurred during unit pre-use check.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause is not determined as the exact issue is unclear. No update received after the advised calibration and request of unit logs with the screenshot of adc and sensors screen for further evaluation. The end user is not planning to commence unit repair.